Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts overlapping and bunched together within the proximal section. The stent had moved distally on the balloon. Based on the complaint report, the analysis and the type of damage evident; it may be possible that the damage occurred to the crimped stent during an attempt to remove the stent protector from the crimped stent incorrectly. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed proximal balloon wall indicating good crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was further reported that a 2.25x12mm emerge balloon was used for predilation in the mid lad at 6atms for 15 seconds. A 2.50x12mm emerge balloon was then used to post dilate the lesion, followed by a dissection in the mid lad. A 2.5x12mm emerge balloon was advanced to the mid lad for post dilation after deployment of a 2.25x20mm and a 2.25x28mm promus premier stent. The balloon was inflated at 12atms for 7 seconds, 15atms for 9 seconds, 15atms for 14 seconds, 15atms for 8 seconds and 16atms for 18 seconds. Three hundred mg of clopidogrel was administered and the procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 2.25x12mm emerge balloon was used for predilation in the mid lad at 6atms for 15 seconds. A 2.50x12mm emerge balloon was then used to post dilate the lesion, followed by a dissection in the mid lad. A 2.5x12mm emerge balloon was advanced to the mid lad for post dilation after deployment of a 2.25x20mm and a 2.25x28mm promus premier stent. The balloon was inflated at 12atms for 7 seconds, 15atms for 9 seconds, 15atms for 14 seconds, 15atms for 8 seconds and 16atms for 18 seconds. 300mg of clopidogrel was administered and the procedure was completed.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00158, 2134265-2016-00159. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The lesion was predilated with an unspecified 2.50x12mm balloon at 6atms for 15 seconds. A 2.25x20mm synergy ii stent was delivered to the mid lad and the physician deployed the stent at 16atms for 32 seconds; however, it was noted that the angiogram showed that there was no stent on the delivery system but this was not noticed at the time of deployment. Subsequent images were taken, displaying a ¿balloon-like¿ result. The physician and cath lab staff questioned whether the stent had embolized and traced the catheter and wire back through the guide catheter and sheath into the right femoral artery and found no evidence of the stent within the patient. Another physician was consulted and both physicians agreed that the stent had embolized but they were unsure of where the stent ended up. A new unspecified 2.50x12mm post dilation balloon was inflated in the mid lad; however, a dissection of the mid lad was now evident following balloon dilation. A longer 2.25x24mm synergy ii stent was selected to treat the lesion and the dissection, but after removal from the packaging and stent protector it was noted that there was no stent on the catheter shaft. There was some confusion amongst the physician and staff as to whether or not the stent was on the catheter and it was decided to the insert the device and advance it to the lesion. Again, angiography determined that there was no stent on the catheter shaft and the catheter was removed from the patient. A third 2.25x24mm synergy ii stent was prepped and delivered to the lesion. Once the stent was in place it was noted that it had foreshortened and was deformed on the delivery system as noted by angiography. The foreshortening occurred from the proximal edge of the stent along the shaft and was ¿accordioned¿ towards the distal tip of the catheter, roughly 5-7mm, appearing as a 15-18mm stent rather than a 24mm stent. At this point, the physician removed the synergy ii stent delivery system and advanced a 2.25x20mm promus premier stent to the lesion. The stent was determined by angiography to be intact and it was deployed at 12atms for 7 seconds in the mid lad. A second 2.25x28mm promus premier stent was also prepped and delivered to the lesion site, which had been extended because of the previous dissection. This stent was also determined to be intact by angiography and it was deployed at 15atms for 20 seconds. Post dilation was completed with a non-compliant balloon was inflated at 12, 15, 15 and 16atms, working distal to proximal within the stented area. Final angiograms demonstrated a ¿beautiful¿ result with no further issues or patient complications.